Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in hearing performance and recent in situ measurements showed several channels with fluctuating high impedance status. However, no defined root cause can be established for the observed event, as available information is not conclusive. Expert in situ measurements cannot confirm a damage to the active electrode and no testing results have been received between 2015 and 2019. Furthermore, diagnostic imaging confirmed a correct position of the device. The device was explanted and discarded in the field, thus no explanted device investigation can be performed. This is a final report.

Event description:
Recipient fell on the head on (B)(6) 2019. Since then the hearing with the device decreased more. Reportedly, measured speech understanding scores were indicative of a possible decrease in hearing performance already before the fall. Hearing seemed to change when pressure was applied behind the ear. There were no other circumstances or health issues known. Recipient was re-implanted. The explanted device will not be returned for investigation as it was reportedly discarded in the field.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient fell on his head on (B)(6) 2019. Since then the hearing performance with the device decreased more dramatically. The decrease in hearing / performance possibly already started before the fall. Hearing seems to change when pressure is applied behind the ear.